Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).please disregard the information in report number 3004753838-2019-59311 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2019-59157.

Event description:
Please disregard the information in report number 3004753838-2019-59311 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2019-59157.